Manufacturer narrative:
Initial and final MDR (B)(4). Device 1 of 2.

Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that patient faced two infusion set fell off events on 15-apr-2024 and 06-may-2024. The set was used for less than 24 hours for both events. Patient replaced infusion set and resumed insulin deliveries successfully. No further information available.